Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The patient did not receive therapy during the oversensing. No changes or intervention as performed. There were no patient consequences.